Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal end of the stent was damaged, stretched and stent struts distorted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the midshaft on the proximal side of the port weld. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. After a 1.5mm rota was used, predilation was performed with a 2.5 non-bsc balloon catheter. A 2.75 x 20 synergy stent was used then advanced but failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was placed. The device was then re-advanced but still failed after several attempts. The stent was then noted to be lifted. The procedure was completed with a 2.75 x 32 synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the mildly tortous and severely calcified left anterior descending artery. After a 1.5mm rota was used, predilation was performed with a 2.5 non-bsc balloon catheter. A 2.75 x 20 synergy¿ stent was used then advanced but failed to cross the lesion. The device was removed and a non-bsc guide extension catheter was placed. The device was then re-advanced but still failed after several attempts. The stent was then noted to be lifted. The procedure was completed with a 2.75 x 32 synergy¿ stent. No patient complications were reported.